Event description:
It was reported that white particles were found floating in a small volume intermate at an unspecified location. This was observed after compounding with an unspecified amount of ceftazidime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured between december 12, 2014 and december 17, 2014. The device was returned for evaluation. Visual inspection noted white floating particles in the device. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.